Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported via a social media from the patient that they had been seizure free for several months with the vns placed. Then after a certain amount of time the patient's seizures started back and have been more frequent. The patient's device was "vns turned up to full strength every 1 minute for 30 second". The re-iterates that the device does not work for them. No other relevant information has been received to date.